Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse that discovered the issue, replaced the front end board to resolve the issue and then completed the scheduled pm. All calibration, functional and safety checks were performed and passed per factory specifications, and the iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during preventative maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp) by a getinge field service representative (fse), the fse observed an issue with the front end board where the top ECG connection was broken, resulting in him being unable to plug his trainer into the socket. There was no patient involvement, and no adverse event reported.